Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood/body fluid in the distal connector (not obstructed).

Event description:
It was reported that during the implant attempt the lead could not be placed due to patient anatomy. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.